Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
It was reported, a lead diagnosis was performed and revealed high impedances on the right t12 lead. As a result, surgical intervention was undertaken on (B)(6) 2024 to revise the lead. During the surgical procedure the right t12 fractured and was left implanted in the patient. No further intervention is planned at this time to address the fractured lead.